Event description:
It was reported that the atrial intrinsic amplitudes out of range was triggered and presenting electrogram (egm) noted undersensing on the atrial channel. The right atrial (ra) lead remains implanted. No adverse patient effects were reported.